Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had alarmed for high pressure. No patient injury was reported.

Event description:
Additional information 19apr2023 - the sn was updated according to the email attached to the cc (new information: sn (B)(6) ).

Manufacturer narrative:
Other, other text: b1: additional information. H6: event problem and evaluation codes: updated . H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. A review of the manufacturing DHR (device history review) for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: h4: correction: device manufacturing date: 28-jun-2019.